Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 37017732 which complies with our specifications and does not present any discrepancy. No other similar complaints have been reported on this batch of access ports released in october 2023. Investigation results: we received for investigation one celsite st205 access port from batch 37017732 with its catheter and the connection ring. - visual examination: the catheter and the connection ring are received disconnected from the access port. No manufacturing defect is visible on the returned device. - dimensional measures: we have measured the returned device in order to check its conformity to our specifications. All characteristics conform to our specifications. - disconnection test: we have performed a disconnection test on the returned access port system. The disconnection force obtained is more than 3 times superior to the requirement of the iso 10555-6 standard. The characteristic conforms to the specification. - raw material historical review: the raw material used for the catheter batch included in the device kit was verified. The batch is compliant with the defined specifications. No similar complaint was reported involving this batch of catheter tube. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Conclusion: no manufacturing defect has been detected on the returned sample, it conforms to our specification. It is highly suspected that the disconnection of the catheter only 45 days after the implantation, results from an incorrect connection of the catheter and connection ring to the access port housing during its implantation. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port (IFU §vi-1-1-h). This is a rare incident ((B)(4)), no corrective action is envisaged.

Event description:
"Patient a had portacath implanted in ir (B)(6) 2024 for long-term IV treatment, imaging at time showed satisfactory position of line. Portacaths need min. 10 days healing time prior to clinical use. 09/02/2024 request received for lineogram - line blocked/ thrombus. Pt unable to receive treatment due to line dysfunction. Patient attended (B)(6) 2024 for procedure, on imaging line was found to be detached from port and had migrated centrally. Chest xray from (B)(6) 2024 showed line in satisfactory position. Ir consultant imaged patient, discussed findings with patient consultant. Discussed with patient - advice to retrieve detached line, remove port and implant entirely new device. Patient consented to this.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with our specifications and does not present any discrepancy. No similar complaint has been reported to us on this batch of access ports sold since october 2023. Summary of investigations no device was returned preventing a thorough survey. X-ray pictures received are inconclusive concerning the root cause. Raw material historical review: the raw material used for the catheter batch included in the device kit was verified. The batch is compliant with the defined specifications. No similar complaint was reported involving this batch of catheter tube. - complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Conclusion: without the sample for evaluation, it is not possible to determine the root cause of the catheter disconnection only 45 days after implantation. However, it is worth noting that the batch history record has not actually revealed failure during manufacturing process and that no other similar complaint was reported on this access port batch. Catheter disconnection and migration is a known complication for which the complaint rate remains very low (B)(4). No corrective action is currently envisaged as IFU already gives recommendations.

Event description:
"Patient a had portacath implanted in ir (B)(6) 2024 for long-term IV treatment, imaging at time showed satisfactory position of line. Portacaths need min. 10 days healing time prior to clinical use. 09/02/2024 request received for lineogram - line blocked/ thrombus. Pt unable to receive treatment due to line dysfunction. Patient attended (B)(6) 2024 for procedure, on imaging line was found to be detached from port and had migrated centrally. Chest xray from (B)(6) 2024 showed line in satisfactory position. Ir consultant imaged patient, discussed findings with patient consultant. Discussed with patient - advice to retrieve detached line, remove port and implant entirely new device. Patient consented to this.